Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8360741, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the package was opened. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available a definitive root cause could not be determined. However, there was an issue with a previous supplier that had a weak adhesive applied to the paper. This supplier has been notified and a new supplier has been chosen moving forward. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter package was not sealed properly. This was discovered before use. The following information was provided by the initial reporter: failure to seal the packaging, leaving small openings and exposed product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter package was not sealed properly. This was discovered before use. The following information was provided by the initial reporter: failure to seal the packaging, leaving small openings and exposed product.